Manufacturer narrative:
After analysis, the method code should be 10, 4111 and 3331 instead of 4117. The results code should be 120 instead of 3221. The conclusion code should be 4307 instead of 4315. The reported event for inoperable ipg was confirmed. As received, the ipg battery was depleted. The battery was recovered and charged normally with a lab charging system. However, the ipg was unable to communicate with the lab patient programmer and further electrical testing could not be performed. Troubleshooting revealed that the voltage regulation (vreg) circuit had a 10.0k-ohm short to ground. The 10.0k-ohm short to ground inhibited the near field transmitter/receiver from communicating with the patient programmer. Further testing could not be performed due to the 10.0k-ohm short to ground in the vreg circuit. The condition of the ipg is consistent with the device being exposed to high energy outputs. Per event details, the ipg became inoperable after the patient had a cardioversion and EKG. The patient programmer showed error 2501 and the charger could not locate the ipg. The prodigy clinicians manual provides sufficient information regarding defibrillation and neurostimulation devices. It states: external defibrillators. The safety of discharge of an external defibrillator on patients with implanted neurostimulation systems has not been established.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The event of inoperable ipg after cardioversion was reported to abbott. The patient's ipg became inoperable after the patient had turned off their ipg for an EKG. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg became inoperable after the patient had turned off their ipg for an EKG. The patient may undergo surgical intervention to address the issue.